Event description:
Patient reported obtaining back-to-back blood glucose results of 13 mg/dl and 370 mg/dl. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. She states quality control testing was performed on the system and were in range, but details were not provided. Technical support requested the return of the suspect product and replacement product was shipped. The voicemate system: voicemate vsr serial number, advantage meter serial number, comfort curve strip lot and expiration date not provided.

Manufacturer narrative:
The suspect product is the comfort curve strip.